Event description:
It was reported that intermittently, an altitude alarm occurred. There was no adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.